Event description:
Overdelivery reported. The pump was set to infuse 150ml d5w with 100ml lasix over 24 hrs at 10ml/h with a volume to be infused of 250ml. A nurse reports that when the pump display showed 108ml infused, the entire 250ml container was empty. The pt did not experience any adverse effects. No add'l info was available.